Event description:
Patient went to ER on same day of the procedure with severe pain. At the ER, patient received a CT scan showing lamina fracture, transverse process fracture and pars fracture at l2 on the left side. Patient met with a surgeon for consult and it was decided that no intervention will be needed at this time. Patient will continue seeing the same pain management doctor.